Manufacturer narrative:
Involved erbe products (i.e., esu, returned electrode cable, and samples of the returned electrode lot) were thoroughly inspected/tested (the actual return electrode used was discarded after the procedure; therefore, it was not available for an evaluation.). The findings were as follows: esu the unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. A review of the unit's chronological data revealed that the esu displayed a current density warning four (4) times. The activations were long (up to 39.9 seconds) with high energy inputs into the tissue. There was a total of 110.8 seconds of activation within three minutes. The cooling phases were very short. Return electrode cable and samples of the return electrode (i.e., same lot) the return electrode cable showed no defects and passed the electrical continuity test. The return electrodes passed a visual and functional test. In conclusion, no erbe equipment/accessory problem was found that would have caused or contributed to the incident. Based upon the review of the chronological data, there were significant user factors involved with the event. Specifically, the intense and long activations (without sufficient cooling) coupled with the unit's neutral electrode safety system (nessy) warnings to the user of current density issues (i.e., the dispersion of the current may not be adequate) most likely led to heating which caused the burn/necrosis under the return electrode. There are several warnings in the instructions of the esu and return electrode addressing such issues. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/ generator) during a laparoscopic assisted supracervical hysterectomy (lash). The esu was used with an erbe nessy omega return electrode, part number 20193-082, lot number: 211018-0812. No information was provided in regards to the unit's settings. After the procedure, a burn/necrosis was discovered under the return electrode that was placed on the patient's left thigh. Specifically, there was redness with blistering in the form of the return electrode's equipotential ring. A mepilex bandage was used to dress the wound. The esu was distributed to a medical facility in (B)(6).